Event description:
It was reported that a cartridge alarm 20 occurred during the load sequence with multiple cartridges. Additionally, a malfunction alarm occurred. The customer's blood glucose level was 142mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.